Event description:
Pt had a procedure on (B)(6) 2011 for a pilonidal cyst. A jackson pratt 15 french drain was placed. On (B)(6) 2011, during scheduled removal of the drain tubing, the tubing broke and the pt had to return to surgery to have a retained portion of the tubing removed.